Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and the reported failure was confirmed. The instrument was found to have a broken blade. The blade broke at roughly 0.28" from the base. The broken piece was returned. The reported complaint was confirmed by failure analysis. A review of the image provided by the customer was consistent with the instrument missing a part of the instrument tip.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace tip fractured. The procedure was completed using a backup harmonic ace with no reported injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace was inspected prior to use and no abnormalities were observed. There was no instrument collision and no fragment fall into the patient. There was no patient injury.